Manufacturer narrative:
No further information is available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was feeling symptomatic. After the patient recently fell, a lead may have been dislodged. The patient was informed of this possibility by a clinician, but there is no formal recording of this information.